Event description:
Upon extraction of the right ventricular lead (the old pacing lead), approximately 2-3 cm. Of the distal lead lodged in a stenosed subclavian vein. Notes from the cardiac cath team: "existing right ventricular pacemaker was a guidant model number 4470. A 52 cm stylet was placed in the body of the lead and using gentle traction, the lead was removed from the right ventricle and retracted all the way into the subclavian vein. However, the lead could not be removed beyond the subclavian vein and during traction the distal tip of the lead broke." The next day, the patient, in interventional radiology, underwent successful endovascular retrieval of 2 cm retained pacer lead fragment by left internal jugular vein access under fluoroscopic guidance. There was no disruption of indwelling biventricular pacer wires. The patient tolerated the procedure well. The patient was discharged home on the following day in stable condition.